Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by an oxygen provider, who stated the unit was "overheating, alarming." The provider reported that there was evidence of heat deformation at the base of the unit. The reporter did not provide specific information as to any potential external cause of the deformation. There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.

Manufacturer narrative:
Devilbiss healthcare previously reported an oxygen concentrator reported by an oxygen provider that the device was overheating and alarming. The provider reported that there was evidence of heat deformation at the base of the unit. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The device was returned for evaluation. The device had no evidence of heat distortion to the plastic, the cabinet was not hot to touch. The device had evidence of the right sieve bed leaking, debris in the rotary valve and a hole in the metal tube from the compressor to rotary valve. The sieve bed end cap, rotary valve and metal tube were replaced to address the issue. Devilbiss healthcare confirms there was no evidence of thermal damage to the device.